Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge stm performing the pm replaced the batteries and completed pm. All calibration, functional and safety tests were performed per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the batteries on the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.